Manufacturer narrative:
Review of the device history records indicates that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: scorpio ps basic femur; cat#71-3009l ; lot# mhm5h0. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Total knee replacement left side in (B)(6) study on (B)(6) 2013. From (B)(6) 2014 patient reports pain in the target knee. Insert replacement on (B)(6) 2016, this has not resolved the pain. Pi 1 of 2: this pi is for the revision that took place on (B)(6) 2015.